Event description:
A pt using a c41 stationary liquid oxygen system encountered a problem with the equipment. The homecare provider (hcp) was contacted and proceeded to troubleshoot over the phone. During the process of filling the portable unit from the reservoir, the two units became frozen together. The hcp instructed the pt to apply warm water to the connection, disengage and then re-engage the unit and wait for any ice that formed to thaw. The pt was able to disengage the portable approx 30 minutes after these steps were taken. The pt again contacted the hcp and reproted that the quick connect of the reservoir had froze open after removing the portable unit, and was leaking oxygen. Approx 45 minutes after this call the pt's wall furnace ignited. The fire department was called and extinguished the home. The pt was hospitalized for smoke inhalation. The home sustained damage.